Manufacturer narrative:
The explanted parts have not yet been returned however, a review of the manufacturing and inspection records was performed and there were no discrepancies found. The explanted parts have been requested and once returned, will be evaluated. X-rays have also been requested for review but not yet received. The patient has been revised and the patient's progress will continue to be monitored.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The damage to the driver is consistent with overtorqueing in the reverse direction.

Event description:
It was reported to k2m inc on (B)(6) 2014 that the tip sheared off a driver in the set screw. The implants were removed and replaced.

Event description:
Denali set screw backed out approximately 10 days post-operatively. Patient revised.